Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). The remote support engineer (rse) confirmed that the device had no audio and the speaker assembly needed to be replaced. The customer was provided with the speaker assembly part ID. Customer is taking responsibility for repairing the device. Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with the replacement part ID number. The customer ordered the part and is taking responsibility to repair the device. The device was returned to operation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx430 patient monitor indicating that a speaker malfunction error. It was confirmed there was no sound through good faith efforts. The device was not in use on a patient at the time of event, there was no patient involvement.